Event description:
Terumo medical corporation received the reported information. At the end of a 6 french diagnostic heart cath procedure, the physician attempted to close the groin using 6 french angio-seal. After the anchor was set, the doctor attempted to tamp the collagen, and the device was not able to pull back to tamp the collagen (suture lockup). The physician was instructed to cut the tamper tube between the sheath and the angio-seal device. They then removed the entire device sleeve and tamped the collagen manually. There was no harm caused to the patient and there was affective hemostasis. There was no blood loss. Additional information was received on 06oct2025: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The shaft of the carrier tube was noted to be cut at the base of the device and was separate from the assembly. The suture was also noted to be cut distally and proximally to the black stop marker. The suture spool was isolated and it was noted that the suture was fully wound. Functional testing was performed by attempting to pull and deploy the suture to test for deployment issues. The suture was able to be deployed during testing without issue. The sheath and carrier tube were noted to be fully mated with the carrier tube shaft and suture cut. The suture spool was noted to be fully wound and was able to be fully deployed during testing. As a result, the complaint was confirmed for deployment difficulty of the suture. The exact root cause cannot be determined. The likely cause was determined to have been insufficient force applied during device withdrawal resulting in difficulty with suture deployment/device withdrawal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).